Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. Blood pressure decreased during ablation in the coronary sinus (cs) and cardiac tamponade was found when confirmed with echocardiogram. This occurred after 5 hours after the start of the procedure (during cs ablation). Blood pressure recovered by the drainage performed and the procedure was continued. The procedure was completed without any problem. Atrial septal puncture was performed by jll rf needle. Ablation was performed before tamponade was identified (detection of decreased blood pressure during cs ablation). Steam pop was not confirmed. Irrigation catheter¿s flow rate setting was initial setting. The physician's opinions on the relationship between the event and the product was because the vector and power of the thermocool® smart touch® sf bi-directional navigation catheter (15w ablation in cs) were taken care of, the event was not cardiac tamponade derived from the product. No abnormalities were observed prior to or during use of the product. It was also reported that there was an uls video cable defect issue. As delivery of p500 after the procedure, during calibration work with carto 3, an error occurred of carto uls view turned pink. The uls video cable was replaced and there were no problems. Additional information was received. The adverse event was discovered during use of the biosense webster products. The physician commented that the adverse event was not product-derived cardiac tamponade. The outcome of the adverse event was fully recovered. Radio frequency needle was used for the transseptal puncture done. The event occurred during the ablation phase. The force visualization features used were - real time graph; dashboard; vector; and visitag. The additional filter used with the visitag was fot. Color options used was the tag index. The communication issue (ultrasound) was assessed as not MDR reportable. The most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The adverse event was assessed as MDR reportable. Since the event was life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it was to be considered serious and MDR-reportable.

Manufacturer narrative:
(B)(6) additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30817991l and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4), during an internal review on 17-oct-2022, noted a correction to the 3500a initial as in the b5. Event description it included the patient¿s gender. However, a. Gender was not processed. Therefore, processed.

Manufacturer narrative:
Additional information was received on 25-oct-2022. The patient did not require extended hospitalization because of the adverse event. An irrigated catheter was used in the event, the flow setting was within the recommended range, over 30w was 15ml. Correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. No error messages were observed on biosense webster equipment during the procedure. The visitag module was used, parameters for stability used were range2.5mm, time3s, fot3g/25%. Therefore, processed d10. Concomitant medical products and therapy dates to include the pump. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).